Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician observed on (B)(6) 2011 that the reforming date corresponded to the date of the last shock capacitor charge at 42j. The physician asked why the battery reforming was performed at 42j instead of 34j.